Manufacturer narrative:
The device was received and evaluated by (B)(4). The complaint of "cannot remove cutter" was confirmed. During functional testing, the device failed the cutter insertion assessment. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating the "cutting bur was stuck inside" the device . The device was not being used during a procedure. It is unknown if injuries or medical intervention were reported. There was no additional information provided.